Event description:
During preventative maintenance, the philips field service engineer reported the device would not charge during a test. There was no pt involvement.

Manufacturer narrative:
(B)(4).the philips field service engineer evaluated the device and confirmed the failure. The problem was traced to the therapy pca. The therapy pca was replaced to resolve the issue. The device passed all performance assurance tests and was placed back into use with the customer. This was a malfunction of the therapy pca.